Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The insulin pump was monitored for several hours and no unexpected low battery life, low battery alert, unexpected power loss or replace battery now alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 422 mg/dl. Customer also reported that insulin pump had replace battery alarm without low battery alert. Customer state this is the second occurrence of replace battery now without a low battery warning. Customers other relevant blood glucose was from 60 mg/dl to 92 mg/dl, 285 mg/dl. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.